Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "on (B)(6) 2026, leur hub was found to have a crack and bleeding during pre-machine testing of the catheter. There was no reported patient harm."